Manufacturer narrative:
Sections with additional information as of 13-sep-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: : mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 23-jul-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated everything is fine, she worked it out with her insurance and disconnected the call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of 157mg/dl using true metrix meter and 107mg/dl using another device. The customer¿s expected fasting blood glucose test result range is 90-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.